Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited downstream occlusion (dso) seal was unattached. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream occlusion (dso) seal was unattached/bubbled" was confirmed through visual inspection. The probable cause was dso seal failure; dso seal is delaminating. Replaced the dso seal, keypad, overlay, and side label. Performed dso/upstream occlusion (uso) sensor calibration. The software was updated and the unit reset to standard configuration. The device passed testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.